Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), weight increased ("weight gain"), back pain ("lower back pain") and migraine ("migraine headaches"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, weight increased, back pain and migraine outcome was unknown. The reporter considered abdominal pain lower, back pain, migraine, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain"), device expulsion ("migration of essure device location of device: uterus"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mole excision ("surgery (other) type of surgery: several moles removed.") And rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in a 32-year-old female patient who had essure (batch no. 626437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included senokot. The patient's medical history included multigravida, hypertension, fibromyalgia and overweight. On (B)(6) 2014: no one in her family has ra. Concurrent conditions included rheumatoid arthritis (hurts in her hands, feet, and knees mostly), fingers swollen feeling of, difficulty in walking, muscle weakness upper limb, reduced dexterity, unilateral carpal tunnel syndrome, dysfunctional uterine bleeding and endometrial curettage. Concomitant products included hydroxychloroquine for rheumatoid arthritis as well as docusate, docusate sodium (colace) since 2016, duloxetine hydrochloride (cymbalta) since 2016, folic acid since (B)(6) 2013, gabapentin (neurontin), hydrochlorothiazide (hctz) since 2013, hydroxychloroquine since (B)(6) 2013, ibuprofen since 2009, lisinopril since 2014, methadone since 2003, methotrexate since (B)(6) 2013, paracetamol (acetaminophen), prednisone, pregabalin (lyrica) since 2016, salbutamol and topiramate (topamax) from 2014 to 2016. On an unknown date, the patient started senokot at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headache"), 1 month 1 day after insertion of essure. On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one) I went from 140 to 220)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse),"). In 2009, the patient experienced back pain ("lower back pain"), abdominal pain ("abdominal pain / left abdomen / right abdomen") and nausea ("nausea"). On (B)(6) 2009, the patient experienced anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety"). On (B)(6) 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced depression ("psychological or psychiactric condition: depression"). In 2012, the patient experienced hidradenitis ("rashes or skin conditions type: hidradenitis suppurativa, aka: hd orhs."). In (B)(6) 2016, the patient experienced visual acuity reduced ("vision/eye problems type: I had to get bifocals"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent mole excision (seriousness criterion medically significant) and experienced abdominal pain lower ("cramps"), arthralgia ("joint pain"), pain in extremity ("leg pain / both hands / both feet"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and social anxiety disorder ("psychological or psychiatric problems condition: social anxiety"). The patient was treated with surgery (nova sure endometrial ablation. And salpingectomy (bilateral removal of fallopian tubes)/). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, migraine, headache, abdominal pain and hidradenitis was resolving, the device expulsion, mole excision, rheumatoid arthritis, back pain, dysmenorrhoea, weight increased, depression, anxiety, dyspareunia, fatigue, arthralgia, pain in extremity, urinary tract disorder, bladder disorder, tooth disorder, social anxiety disorder and visual acuity reduced outcome was unknown and the menorrhagia, vaginal haemorrhage and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hidradenitis, menorrhagia, migraine, mole excision, nausea, pain in extremity, pelvic pain, rheumatoid arthritis, social anxiety disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual acuity reduced and weight increased to be related to essure. The reporter commented: (B)(6) 2018: anteverted uterus sounded to approximately 8 cm. Both ostia were visualized. The uterine cavity length was 4 cm, width was 4.3 cm. On (B)(6) 2008: the ostia were. Easily viewed, at this point essure implants were placed bilaterally in to the ostia of both tubes. There was 3 coils noted on the right side and 4 coils noted on the left side. No sections a embedded diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross: received in formalin in a container, labeled with the patient's name and "left fallopian tube and essure" is a fallopian tube that measures 6.5 cl in length and 0.5 cm in cross-sectional diameter. It is pale brown in color and on section, a pinpoint lumen is noted. Representative sections from the fallopian tube is submitted in one block labeled a. Also received in the sale container is a metallic spring that measures 2.5 cm in length. No sections a embedded. Received in formalin in a container, labeled with the patient's name and "right fallopian tube and essure" is a fallopian tube that measures 7.2 cm length and 0.5 cm in cross-sectional diameter. The external surface is pale brown in color and on section, a pinpoint lumen is noted. One end of the fallopian tube shows a metallic spring. The spring is consistent with essure contraceptive device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jan-2019: f/u 4 and 5 process together. Plaintiff fact sheet received. Events added from pfs- bladder or urinary problems or changes, dental problems, nausea, social anxiety, rashes or skin conditions type: hidradenitis suppurativa, aka: hd orhs., vision/eye problems type: I had to get bifocals, surgery (other) type of surgery: several moles removed. As report of event pain in extremety was updated. Duplicate event migraine was deleted. Outcome of event abdominal pain, menorrhagia, vaginal haemorrhage were updated. Onset date of event updated. Medical history, reporter information, lab data, concomitant drug were added. On 24-jan-2019: plaintiff fact sheet received. Medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in an adult female patient who had essure (batch no. 626437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. * on (B)(6)2014: no one in her family has ra. Concurrent conditions included rheumatoid arthritis (hurts in her hands, feet, and knees mostly), fingers swollen feeling of, difficulty in walking, muscle weakness upper limb, reduced dexterity, unilateral carpal tunnel syndrome, dysfunctional uterine bleeding and endometrial curettage. Concomitant products included hydroxychloroquine phosphate (plaquenil) for rheumatoid arthritis as well as paracetamol (acetaminophen). On (B)(6)2008, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of migraine ("migraine headaches"), depression ("psychological or psychiatric condition: depression"), the second episode of migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), back pain ("lower back pain"), weight increased ("weight gain") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/) and surgery (nova sure endometrial ablation.). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain lower, the last episode of migraine and headache was resolving and the menorrhagia, vaginal haemorrhage, back pain, dysmenorrhoea, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: (B)(6)2018: anteverted uterus sounded to approximately 8 cm. Both ostia were visualized. The uterine cavity length was 4 cm, width was 4.3 cm. On (B)(6)2008: the ostia were. Easily viewed, at this point essure implants were placed bilaterally in to the ostia of both tubes. There was 3 coils noted on the right side and 4 coils noted on the left side. No sections a embedded. Diagnostic results: (B)(6)2018: gross: received in formalin in a container, labeled with the patient's name and "left fallopian tube and essure" is a fallopian tube that measures 6.5 cl in length and 0.5 cm in cross-sectional diameter. It is pale brown in color and on section, a pinpoint lumen is noted. Representative sections from the fallopian tube is submitted in one block labeled a. Also received in the sale container is a metallic spring that measures 2.5 cm in length. No sections a embedded. Received in formalin in a container, labeled with the patient's name and "right fallopian tube and essure" is a fallopian tube that measures 7.2 cm length and 0.5 cm in cross-sectional diameter. The external surface is pale brown in color and on section, a pinpoint lumen is noted. One end of the fallopian tube shows a metallic spring. The spring is consistent with essure contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. 626437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. * on (B)(6) 2014: no one in her family has ra. Concurrent conditions included rheumatoid arthritis (hurts in her hands, feet, and knees mostly), fingers swollen feeling of, difficulty in walking, strength loss of, reduced dexterity, unilateral carpal tunnel syndrome, dysfunctional uterine bleeding and endometrial curettage. Concomitant products included hydroxychloroquine phosphate (plaquenil) for rheumatoid arthritis as well as paracetamol (acetaminophen). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of migraine ("migraine headaches"), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), depression ("psychological or psychiactric condition: depression"), the second episode of migraine ("migraines"), headache ("headache") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain lower ("cramps"), weight increased ("weight gain"), back pain ("lower back pain") and anxiety ("mental anguish"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/), surgery (nova sure endometrial ablation.) And surgery (nova sure endometrial ablation.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, the last episode of migraine and headache was resolving and the weight increased, back pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, headache, menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: (B)(6) 2018: anteverted uterus sounded to approximately 8 cm. Both ostia were visualized. The uterine cavity length was 4 cm, width was 4.3 cm. On (B)(6) 2008: the ostia were. Easily viewed, at this point essure implants were placed bilaterally in to the ostia of both tubes. There was 3 coils noted on the right side and 4 coils noted on the left side. No sections a embedded diagnostic results: (B)(6) 2018: gross: received in formalin in a container, labeled with the patient's name and "left fallopian tube and essure" is a fallopian tube that measures 6.5 cl in length and 0.5 cm in cross-sectional diameter. It is pale brown in color and on section, a pinpoint lumen is noted. Representative sections from the fallopian tube is submitted in one block labeled a. Also received in the sale container is a metallic spring that measures 2.5 cm in length. No sections a embedded. Received in formalin in a container, labeled with the patient's name and "right fallopian tube and essure" is a fallopian tube that measures 7.2 cm length and 0.5 cm in cross-sectional diameter. The external surface is pale brown in color and on section, a pinpoint lumen is noted. One end of the fallopian tube shows a metallic spring. The spring is consistent with essure contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Essure lot number, indication female sterilization added. Events were clubbed with previously reported events. Events: vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, dysmenorrhea were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain"), device expulsion ("migration of essure device location of device: uterus"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)") in a 32-year-old female patient who had essure (batch no. 626437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. On (B)(6) 2014: no one in her family has ra. Concurrent conditions included rheumatoid arthritis (hurts in her hands, feet, and knees mostly), fingers swollen feeling of, difficulty in walking, muscle weakness upper limb, reduced dexterity, unilateral carpal tunnel syndrome, dysfunctional uterine bleeding and endometrial curettage. Concomitant products included hydroxychloroquine phosphate (plaquenil) for rheumatoid arthritis as well as docusate, duloxetine hydrochloride (cymbalta), folic acid, gabapentin (neurontin), hydrochlorothiazide, hydroxychloroquine, ibuprofen, lisinopril, methadone, methotrexate, paracetamol (acetaminophen), prednisone, pregabalin (lyrica), salbutamol (ventolin) and topiramate (topamax). On an unknown date, the patient started senokot at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 1 month 1 day after insertion of essure, the patient experienced the first episode of migraine ("migraines") and headache ("headache"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On (B)(6) 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse),"). On (B)(6) 2009, the patient experienced anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced the second episode of migraine ("migraine headaches") and depression ("psychological or psychiactric condition: depression"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("cramps"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), arthralgia ("joint pain") and pain in extremity ("leg pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/), surgery (salpingectomy (bilateral removal of fallopian tubes)/), surgery (nova sure endometrial ablation.) And surgery (nova sure endometrial ablation.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain lower and headache was resolving and the device expulsion, menorrhagia, back pain, dysmenorrhoea, weight increased, the last episode of migraine, depression, anxiety, dyspareunia, fatigue, rheumatoid arthritis, abdominal pain, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pain in extremity, pelvic pain, rheumatoid arthritis, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: (B)(6) 2018: anteverted uterus sounded to approximately 8 cm. Both ostia were visualized. The uterine cavity length was 4 cm, width was 4.3 cm. On (B)(6) 2008: the ostia were. Easily viewed, at this point essure implants were placed bilaterally in to the ostia of both tubes. There was 3 coils noted on the right side and 4 coils noted on the left side. No sections a embedded. Diagnostic results: (B)(6) 2018: gross: received in formalin in a container, labeled with the patient's name and "left fallopian tube and essure" is a fallopian tube that measures 6.5 cl in length and 0.5 cm in cross-sectional diameter. It is pale brown in color and on section, a pinpoint lumen is noted. Representative sections from the fallopian tube is submitted in one block labeled a. Also received in the sale container is a metallic spring that measures 2.5 cm in length. No sections a embedded. Received in formalin in a container, labeled with the patient's name and "right fallopian tube and essure" is a fallopian tube that measures 7.2 cm length and 0.5 cm in cross-sectional diameter. The external surface is pale brown in color and on section, a pinpoint lumen is noted. One end of the fallopian tube shows a metallic spring. The spring is consistent with essure contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received, event added are as follows- device expulsion, dyspareunia, fatigue, rheumatoid arthritis, abdominal pain, arthralgia, pain in extremity. Events onset date and severity added, outcome updated, concomitant drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic area pain"), device expulsion ("migration of essure device location of device: uterus"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mole excision ("surgery (other) type of surgery: several moles removed.") And rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in a 33-year-old female patient who had essure (batch no. 626437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included senokot. The patient's medical history included multigravida, hypertension, fibromyalgia and overweight. On 22(B)(6) 2014: no one in her family has ra. Concurrent conditions included rheumatoid arthritis (hurts in her hands, feet, and knees mostly), fingers swollen feeling of, difficulty in walking, muscle weakness upper limb, reduced dexterity, unilateral carpal tunnel syndrome, dysfunctional uterine bleeding, endometrial curettage, arthritis, kidney stone, anemia, diarrhea, heartburn, swelling nos, numbness, joint swelling, muscle pain and pain in jaw. Concomitant products included hydroxychloroquine for rheumatoid arthritis as well as bupropion hydrochloride (wellbutrin), docusate, docusate sodium (colace) since 2016, duloxetine hydrochloride (cymbalta) since 2016, fluoxetine hydrochloride (prozac), folic acid since (B)(6) 2013, gabapentin (neurontin), hydrochlorothiazide (hctz), hydroxychloroquine since (B)(6) 2013, ibuprofen since 2009, lisinopril since 2014, medroxyprogesterone acetate (depo provera), methadone since 2003, methotrexate since (B)(6) 2013, paracetamol (acetaminophen), prednisone, pregabalin (lyrica) since 2016, salbutamol and topiramate (topamax) from 2014 to 2016. On an unknown date, the patient started senokot at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one) I went from 140 to 220)"), 8 months 3 days after insertion of essure. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced back pain ("lower back pain"), abdominal pain ("abdominal pain / left abdomen / right abdomen") and nausea ("nausea"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiactric condition: depression") and anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety"). On (B)(6) 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse),"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced hidradenitis ("rashes or skin conditions type: hidradenitis suppurativa, aka: hd orhs."). In (B)(6) 2016, the patient experienced visual acuity reduced ("vision/eye problems type: I had to get bifocals"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent mole excision (seriousness criterion medically significant) and experienced abdominal pain lower ("cramps"), arthralgia ("joint pain"), pain in extremity ("leg pain / both hands / both feet"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and social anxiety disorder ("psychological or psychiatric problems condition: social anxiety"). The patient was treated with surgery (nova sure endometrial ablation. And salpingectomy (bilateral removal of fallopian tubes)/). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, migraine, abdominal pain and hidradenitis was resolving, the device expulsion, mole excision, rheumatoid arthritis, back pain, weight increased, depression, anxiety, dyspareunia, fatigue, arthralgia, pain in extremity, urinary tract disorder, bladder disorder, tooth disorder, social anxiety disorder and visual acuity reduced outcome was unknown and the menorrhagia, vaginal haemorrhage and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hidradenitis, menorrhagia, migraine, mole excision, nausea, pain in extremity, pelvic pain, rheumatoid arthritis, social anxiety disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual acuity reduced and weight increased to be related to essure. The reporter commented: (B)(6) 2018: anteverted uterus sounded to approximately 8 cm. Both ostia were visualized. The uterine cavity length was 4 cm, width was 4.3 cm. On (B)(6) 2008: the ostia were. Easily viewed, at this point essure implants were placed bilaterally in to the ostia of both tubes. There was 3 coils noted on the right side and 4 coils noted on the left side. No sections a embedded diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross: received in formalin in a container, labeled with the patient's name and "left fallopian tube and essure" is a fallopian tube that measures 6.5 cl in length and 0.5 cm in cross-sectional diameter. It is pale brown in color and on section, a pinpoint lumen is noted. Representative sections from the fallopian tube is submitted in one block labeled a. Also received in the sale container is a metallic spring that measures 2.5 cm in length. No sections a embedded. Received in formalin in a container, labeled with the patient's name and "right fallopian tube and essure" is a fallopian tube that measures 7.2 cm length and 0.5 cm in cross-sectional diameter. The external surface is pale brown in color and on section, a pinpoint lumen is noted. One end of the fallopian tube shows a metallic spring. The spring is consistent with essure contraceptive device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs received. Concomitant medication added. Event : dysmenorrhea (cramping) outcome updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain'), device expulsion ('migration of essure device location of device: uterus'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), mole excision ('surgery (other) type of surgery: several moles removed.') And rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a 33-year-old female patient who had essure (batch no. 626437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, hypertension, fibromyalgia and overweight. On (B)(6) 2014: no one in her family has ra. On (B)(6) 2008 patient undergo for essure confirmation test. Concurrent conditions included rheumatoid arthritis (hurts in her hands, feet, and knees mostly), fingers swollen feeling of, difficulty in walking, muscle weakness upper limb, reduced dexterity, unilateral carpal tunnel syndrome, dysfunctional uterine bleeding, endometrial curettage, arthritis, kidney stone, anemia, diarrhea, heartburn, swelling nos, numbness, joint swelling, muscle pain and pain in jaw. Concomitant products included hydroxychloroquine for rheumatoid arthritis as well as bupropion hydrochloride (wellbutrin), docusate, docusate sodium (colace) since 2016, duloxetine hydrochloride (cymbalta) since 2016, fluoxetine hydrochloride (prozac), folic acid since (B)(6) 2013, gabapentin (neurontin), hydrochlorothiazide (hctz), hydroxychloroquine since (B)(6) 2013, ibuprofen since 2009, lisinopril since 2014, medroxyprogesterone acetate (depo provera), methadone since 2003, methotrexate since (B)(6) 2013, paracetamol (acetaminophen), prednisone, pregabalin (lyrica) since 2016, salbutamol, sennoside a+b (senokot) and topiramate (topamax) from 2014 to 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one) I went from 140 to 220)"), 8 months 3 days after insertion of essure. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced back pain ("lower back pain"), abdominal pain ("abdominal pain / left abdomen / right abdomen") and nausea ("nausea"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiactric condition: depression") and anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety"). On (B)(6) 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse),"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced hidradenitis ("rashes or skin conditions type: hidradenitis suppurativa, aka: hd orhs."). In (B)(6) 2016, the patient experienced visual acuity reduced ("vision/eye problems type: I had to get bifocals"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent mole excision (seriousness criterion medically significant) and experienced abdominal pain lower ("cramps"), arthralgia ("joint pain"), pain in extremity ("leg pain / both hands / both feet"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and social anxiety disorder ("psychological or psychiatric problems condition: social anxiety"). The patient was treated with surgery (nova sure endometrial ablation. And salpingectomy (bilateral removal of fallopian tubes)/). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, abdominal pain, pain in extremity and nausea had resolved, the device expulsion, mole excision, rheumatoid arthritis, weight increased, depression, anxiety, fatigue, arthralgia, urinary tract disorder, bladder disorder, tooth disorder, social anxiety disorder and visual acuity reduced outcome was unknown and the migraine and hidradenitis was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hidradenitis, menorrhagia, migraine, mole excision, nausea, pain in extremity, pelvic pain, rheumatoid arthritis, social anxiety disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual acuity reduced and weight increased to be related to essure. The reporter commented: 19-apr-2018: anteverted uterus sounded to approximately 8 cm. Both ostia were visualized. The uterine cavity length was 4 cm, width was 4.3 cm. On (B)(6) 2008: the ostia were. Easily viewed, at this point essure implants were placed bilaterally in to the ostia of both tubes. There was 3 coils noted on the right side and 4 coils noted on the left side. No sections a embedded. Received treatment for pain and abnormal bleeding events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram- in 2008: total bilateral occlusion. Pathology test- on (B)(6) 2018: gross: received in formalin in a container, labeled with the patient's name and "left fallopian tube and essure" is a fallopian tube that measures 6.5 cl in length and 0.5 cm in cross-sectional diameter. It is pale brown in color and on section, a pinpoint lumen is noted. Representative sections from the fallopian tube is submitted in one block labeled a. Also received in the sale container is a metallic spring that measures 2.5 cm in length. No sections a embedded. Received in formalin in a container, labeled with the patient's name and "right fallopian tube and essure" is a fallopian tube that measures 7.2 cm length and 0.5 cm in cross-sectional diameter. The external surface is pale brown in color and on section, a pinpoint lumen is noted. One end of the fallopian tube shows a metallic spring. The spring is consistent with essure contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Lot number: 626437; manufacture date: 2008-01; expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain'), device expulsion ('migration of essure device location of device: uterus'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), mole excision ('surgery (other) type of surgery: several moles removed.') And rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid arthritis') in a 33-year-old female patient who had essure (batch no. 626437) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, hypertension, fibromyalgia and overweight. On (B)(6) 2014: no one in her family has ra. On (B)(6) 2008 patient undergo for essure confirmation test. Concurrent conditions included rheumatoid arthritis (hurts in her hands, feet, and knees mostly), fingers swollen feeling of, difficulty in walking, muscle weakness upper limb, reduced dexterity, unilateral carpal tunnel syndrome, dysfunctional uterine bleeding, endometrial curettage, arthritis, kidney stone, anemia, diarrhea, heartburn, swelling nos, numbness, joint swelling, muscle pain and pain in jaw. Concomitant products included hydroxychloroquine for rheumatoid arthritis as well as bupropion hydrochloride (wellbutrin), docusate, docusate sodium (colace) since 2016, duloxetine hydrochloride (cymbalta) since 2016, fluoxetine hydrochloride (prozac), folic acid since (B)(6) 2013, gabapentin (neurontin), hydrochlorothiazide (hctz), hydroxychloroquine since (B)(6) 2013, ibuprofen since 2009, lisinopril since 2014, medroxyprogesterone acetate (depo provera), methadone since 2003, methotrexate since (B)(6) 2013, paracetamol (acetaminophen), prednisone, pregabalin (lyrica) since 2016, salbutamol, sennoside a+b (senokot) and topiramate (topamax) from 2014 to 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one) I went from 140 to 220)"), 8 months 3 days after insertion of essure. In (B)(6) 2009, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2009, the patient experienced back pain ("lower back pain"), abdominal pain ("abdominal pain / left abdomen / right abdomen") and nausea ("nausea"). On (B)(6) 2009, the patient experienced depression ("psychological or psychiactric condition: depression") and anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety"). On (B)(6) 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexualintercourse),"). In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced hidradenitis ("rashes or skin conditions type: hidradenitis suppurativa, aka: hd orhs."). In (B)(6) 2016, the patient experienced visual acuity reduced ("vision/eye problems type: I had to get bifocals"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent mole excision (seriousness criterion medically significant) and experienced abdominal pain lower ("cramps"), arthralgia ("joint pain"), pain in extremity ("leg pain / both hands / both feet"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and social anxiety disorder ("psychological or psychiatric problems condition: social anxiety"). The patient was treated with surgery (nova sure endometrial ablation. And salpingectomy (bilateral removal of fallopian tubes)/). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, abdominal pain, pain in extremity and nausea had resolved, the device expulsion, mole excision, rheumatoid arthritis, weight increased, depression, anxiety, fatigue, arthralgia, urinary tract disorder, bladder disorder, tooth disorder, social anxiety disorder and visual acuity reduced outcome was unknown and the migraine and hidradenitis was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hidradenitis, menorrhagia, migraine, mole excision, nausea, pain in extremity, pelvic pain, rheumatoid arthritis, social anxiety disorder, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual acuity reduced and weight increased to be related to essure. The reporter commented: (B)(6) 2018: anteverted uterus sounded to approximately 8 cm. Both ostia were visualized. The uterine cavity length was 4 cm, width was 4.3 cm. On (B)(6) 2008: the ostia were. Easily viewed, at this point essure implants were placed bilaterally in to the ostia of both tubes. There was 3 coils noted on the right side and 4 coils noted on the left side. No sections a embedded received treatment for pain and abnormal bleeding events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross: received in formalin in a container, labeled with the patient's name and "left fallopian tube and essure" is a fallopian tube that measures 6.5 cl in length and 0.5 cm in cross-sectional diameter. It is pale brown in color and on section, a pinpoint lumen is noted. Representative sections from the fallopian tube is submitted in one block labeled a. Also received in the sale container is a metallic spring that measures 2.5 cm in length. No sections a embedded. Received in formalin in a container, labeled with the patient's name and "right fallopian tube and essure" is a fallopian tube that measures 7.2 cm length and 0.5 cm in cross-sectional diameter. The external surface is pale brown in color and on section, a pinpoint lumen is noted. One end of the fallopian tube shows a metallic spring. The spring is consistent with essure contraceptive device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of the events pertaining to pain was updated to recovered/resolved. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.